Event description:
Health care facility reported that a pt had developed a skin irritation under the entire dressing at the insertion site. The catheter was removed in response to the skin reaction. A topical antibiotic cream (mupirocin) was used to treat the condition. The outcome of the skin condition is unk.

Manufacturer narrative:
Conclusions: no eval will be performed. Device or lot code not provided to MFR for eval. Complaint type will be monitored. The insert provides the following info regarding observation and when a dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressing changes may be needed more frequently with high exudative sites or if integrity of the dressing is compromised.